Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: investigation summary: based on the available information, boston scientific could not confirm the reported event of stent failure to expand. The device was not returned; therefore, a technical analysis could not be performed. Without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the complaint device was not returned for evaluation; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the reported event of stent failure to expand was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the gallbladder for drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the second flange did not unfold. The stent was removed using forceps and the procedure was completed using another of the same device. There were no patient complications reported due to this event and the patient condition following the procedure was reported to be good.